Event description:
The customer reported that when they press the "nibp start" button on this unit, a bunch of blue boxes with white text appear and the unit goes into critical alarm. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that when they press the "nibp start" button on this unit, a bunch of blue boxes with white text appear and the unit goes into critical alarm. Technical support (ts) observed the image, and it looks to be some kind of internal board failure. There was no patient injury reported. Investigation summary: multiple follow-up requests were sent to the customer but they were unresponsive. The complaint device was not returned to nihon kohden. The complaint could not be confirmed; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/20/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 08/22/2025 I called darrel to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for darrel to call me back with this information. Attempt # 3: 08/25/2025 I called darrel to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for darrel to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that when they press the "nibp start" button on this unit, a bunch of blue boxes with white text appear and the unit goes into critical alarm. Technical support (ts) observed the image, and it looks to be some kind of internal board failure. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that when they press the "nibp start" button on this unit, a bunch of blue boxes with white text appear and the unit goes into critical alarm. There was no patient injury reported.